Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during a tavr procedure via transfemoral approach, once the 23mm sapien xt valve and delivery system crossed the annulus, the position (intendment to be a little bit lower) the commander with the un-deployed valve went completely into the left ventricle.  After many attempts, the valve was able to be pulled back through the calcified annulus. The valve at this point was noted to be ¿damaged¿, likely due to calcium. The physician was unable to ¿gain the correct positioning¿ so the valve was deployed in the descending aorta. A second valve was then prepped and successfully deployed in the aortic annulus. The patient left the room in stable pressures. It is perceived that the patient¿s annular calcium shelf prevented the sapien 3 valve from being pulled back into position from the ventricle.

Manufacturer narrative:
Additional information provided clarified that after the commander with the un-deployed valve went completely into the left ventricle, the under-deployed valve could initially not be pulled back into the aorta. The pusher was put back into the delivery position but the valve moved forward on the balloon. After many attempts, the valve was able to be pulled back through the calcified annulus. Investigation is ongoing.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The delivery system used during the procedure was a novaflex plus and not a commander delivery system.  Additional information: and: the valve was not returned to edwards lifesciences for evaluation as it remains implanted.  No relevant imagery of the event was provided.   During manufacturing, the in-process sapien 3 valves were 100% visually inspected for defects under 7x and 8x magnification.  Frame components were 100% visually inspected by both manufacturing and quality for scratches, fracture/cracks, rough surface, distortion, gap/void/notch, step, wavy cut, grinding, burrs and protrusions.  Additionally the frame components were 100% dimensionally inspected and mechanically tested (tensile test) on a sampling basis.  Furthermore the valves underwent 100% visual inspection by manufacturing for scratches, grooves, and deformation using 10x magnification after the cleaning and drying cycle.  Prior to final packaging, 100% visual inspection was performed at preliminary packaging to ensure there was no damage to the valve from handling.  These manufacturing inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint.   A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events.   A lot history review did not reveal any other additional complaints related ¿frame ¿ damaged ¿ during use¿ or ¿valve ¿ movement on balloon¿ for the lot number.  The review was performed by taking the valve serial numbers from the associated work order and verifying that there have been no other complaints associated with each serial number.   A review of complaint history for the sapien xt (all sizes) from april 2018 to march 2019 revealed one other returned complaint for ¿frame ¿ damaged-during use¿ and no other complaints for ¿valve ¿ movement on balloon¿.  Based on the condition of the returned device, the complaint for ¿frame ¿ damaged-during use¿ was confirmed.  A definitive root cause was unable to be determined at this time, but it is possible that procedural factors (device manipulation as a result of insertion difficulty) contributed to the complaint event.  A review of complaint history for the month of march 2019 revealed that the occurrence rate does not exceed the control limit for the ¿valve damaged¿ or ¿valve movement on balloon¿ trend categories.   IFU, device preparation and training manuals were reviewed for instructions or guidance for proper use of the sapien 3 valve. Based on the review of the IFU and training manual, no deficiencies were identified.   Since no manufacturing non-conformance's were identified, an fmea assessment was not required.    The complaints for ¿frame ¿ damaged ¿ during use¿ and ¿valve ¿ movement on balloon¿ were unable to be confirmed.  A review of the DHR, lot history, and complaint history did not reveal any indications that a manufacturing non-conformance was the source of the complaint event. Additionally, a review of manufacturing mitigation's supports that proper inspections are in place during the manufacturing process to detect issues relating to the complaint.  As reported, ¿the valve was attempted to pull back into position after diving into ventricle but it was not possible to cross the calcified annulus after several attempts, finally the valve was managed to cross the annulus back to the aorta, however at this point the valve was noted to be damaged likely due to calcium¿.  If the valve was stuck in the ventricle due to calcification in the annulus, it is likely that device manipulation would have been used to retrieve the delivery system.  The excessive device manipulation would have led to the valve struts interacting with calcification and the valve struts bending.  Additionally, high retrieval force would have likely been experienced if the valve struts were caught on calcification.  This increase in force during retrieval would have likely resulted in the valve moving distal as noted in the complaint description.  Available information suggests that patient (calcified annulus) and/or procedural (excessive device manipulation through annulus) factors likely contributed to the complaint events.  However, without imagery or device return, a definitive root cause could not be determined.   No manufacturing or IFU/labeling inadequacies were identified.  Available information suggests that patient (calcified annulus) and/or procedural (excessive device manipulation through annulus) factors likely contributed to the complaint event.  A review of the complaint history revealed that the occurrence rate does not exceed control limits for this trend category. Therefore, no corrective or preventative action is required at this time.